Manufacturer narrative:
As received, a complete lead was returned with the stylet partially inserted inside and it was easily removed. Examination of the lead found one external insulation abrasion consistent with friction to the device can located proximal to the suture sleeve impressions. The reported event of lead noise was isolated to the external insulation abrasion found on the lead. Electrical tests did not find internal shorts or conductor fracture. All other damages found were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that numerous noise episodes were seen on the right atrial lead. The device was previously reprogrammed to prevent inappropriate mode switches caused by the noise. The right atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.